Event description:
It was reported to medtronic minimed that the customer experienced insulin pump delivery anomaly-possible over delivery. The customer reported blood glucose value of 38 mg/dl. The customer reported hypoglycemia, treated with hospitalization: overnight stay, glucose/carb intake. The event involved product(s) mmt-342g, mmt-1884, mmt-431ag, mmt-7040ma. Troubleshooting was performed for low blood glucose. Customer was using the auto mode/smartguard feature at the time of the event. Customer has been using the insulin pump within 48 hours of reported low blood glucose event. No further patient complications were reported. No product return is required for mmt-342g. The customer would discontinue using the insulin pump and revert to the backup plan per healthcare professional instructions. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-431ag. No product return is required for mmt-7040ma.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. Delivery anomaly-possible over delivery not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the first 10 boluses listed on the event date 22-jan-2025 in the pump history file. (B)(6)2025 00:03:11.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) (B)(6)2025 00:08:13.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) (B)(6)2025 00:13:13.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) (B)(6)2025 00:18:23.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) (B)(6)2025 00:23:13.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) (B)(6)2025 00:28:37.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) (B)(6)2025 00:33:13.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) (B)(6)2025 00:38:13.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) (B)(6)2025 00:43:13.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) (B)(6)2025 00:48:13.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) unable to verify customer's daily total of all insulin delivered surrounding the event date of 22-jan-2025 listed on smartsolve due to insufficient data in the trace/history files. There were no autosuspend alarm noted in the pump history file. There were no usersuspended (2) alarm listed on the event date of 22-jan-2025 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 22-jan-2025 in the pump history file. (B)(6)2025 20:03:18.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6)2025 20:04:01.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) (B)(6)2025 21:17:14.000 batteryremoved (55) (B)(6)2025 21:17:14.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6)2025 21:17:24.000 batteryinserted (44) (B)(6)2025 17:24:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6)2025 17:34:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6)2025 19:18:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) (B)(6)2025 19:28:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) (B)(6)2025 20:11:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6)2025 20:27:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) earliest power data available per the power management tool/detail trace file is on (B)(6)2025 3:46:00 pm. There was no power data available for the date of (B)(6)2025. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Nodelivery (7) alarm not confirmed. Lowbatteryalert (104) unknown. Lostsensor1alert (780) not confirmed. The pump passed the functional testing. Unable to confirm alleged low bgs. Delivery anomaly-possible over delivery not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.